Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 8031020-2011-00232.

Event description:
During extract surgery, when the surgeon extracted the screw of asnis3 (4 diameter), the screw was twisted and deformed. The extract surgery completed without the problem. However, the surgeon feels the doubt in strength of the screw, and he requested the strength test data of screw.